Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 4965-50 lead; implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads had confirmed fractures. Both leads were capped and replaced. No patient complications have been reported as a result of this event.